Event description:
It was reported that during testing conducted by a field service technician, the system 5 reciprocating saw would not stop immediately after the trigger was released. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted by a field service technician, the system 5 reciprocating saw would not stop immediately after the trigger was released. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Device not returned to manufacturer for investigation. (B)(4): device not returned to manufacturer for investigation.

Manufacturer narrative:
The reported event was not able to be confirmed as the handpiece was not returned for evaluation. Product not returned for evaluation.